Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller with resetting the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the issue reoccurs, which the caller acknowledged and understood.